Event description:
It was reported that the bd posiflush¿ syringe barrel and stopper were found damaged during the flush when leakage occurred. The following information was provided by the initial reporter, translated from (B)(6): "after the PICC tube infusion of the 19-bed patient, when the nurse on duty sealed the tube for the patient, it was found that the syringe and stopper of the flush were damaged, and a small amount of leakage occurred. The nurse found that the flush was replaced immediately. The nurse found in time that no harm was done to the patient."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H6: investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided.there are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the bd posiflush¿ syringe barrel and stopper were found damaged during the flush when leakage occurred. The following information was provided by the initial reporter, translated from chinese: "after the PICC tube infusion of the 19-bed patient, when the nurse on duty sealed the tube for the patient, it was found that the syringe and stopper of the flush were damaged, and a small amount of leakage occurred. The nurse found that the flush was replaced immediately. The nurse found in time that no harm was done to the patient."